Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. It is unknown whether or not the device may have caused or contributed to the event based on the information currently available. Furthermore, no product has been returned. No conclusion can be drawn at this time.

Event description:
Patient underwent xenmatrix implant. On (B)(6) 2001 - the graft was removed secondary to other complications for the patient. The graft was not infected but was unincorporated.